Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient experienced high impedance on one of the patient's leads. As a result, the patient underwent surgery on (B)(6) 2021 wherein both leads were repositioned to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02525. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered impedance issues on both of patient's leads. In turn, surgical intervention may take place at a later date to address the issue.